Event description:
It was reported that the patient's generator was replaced due to end of service. The explanted generator was returned to the manufacturer and underwent analysis. Upon analysis, the end of service condition was confirmed. The end of service condition was expected based on the battery life calculation, the electrical test results and the bench evaluation. However, it was found that the supply current pulsing was out-of specification. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to functional specifications. The out-of-specification supply current pulsing could potentially be a contributing factor to the end of service condition; however, results of the battery longevity calculation indicated that the end of service condition was an expected event.